Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she went swimming and put the device up. She suspended it and tried to resume and it didn't work. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Device was received with minor scratched display window and cracked reservoir tube lip. (B)(4)